Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary ldn107930v: distal conductor was distorted and noted to be damaged at implant. Evaluation summary (B) (4): no anomalies were found, inner insulation kinked buckled, lead stretched, and damaged at implant. (B) (4) the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that during the implant procedure the model 5092 lead tip bent resulting in positioning difficulty. The lead was not implanted. No patient complications have been reported as a result of this event. It was reported that during the implant procedure the model 5076 lead was unable to position properly. The lead was not implanted. No patient complications have been reported as a result of this event. It was reported that during the implant procedure the model 5568 lead had difficult positioning due to trouble extending the helix. The lead was not implanted. No patient complications have been reported as a result of this event.